Event description:
As reported by the user facility (translation of user facility information by bbm sales united kingdom): over infusion: lipid infusing at 3.03 ml/hr started at 21:15 with total volume of 72 mls on the bag as prescribed. Within 6 hours the bag was empty, the pump only started alarming "high pressure" as the bag was empty. No leaking noted. Reading on the pump and fluid chart were appropriate without discrepancy. However, the bag was empty leading to high result of triglyceride on baby's blood result. Therefore the pump needs to be investigated. Users have requested a full investigation. MFR ref # 9610825-2013-00235.